Event description:
It was reported that the right ventricular (rv) lead had high impedance readings. It was also reported that noise was found on the rv lead. The rv lead was examined under fluoroscopy and appeared to be in good working order. No changes have been made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.